Event description:
It was reported that the patient presented in clinic. It was noted post operation procedure that the right ventricular (rv) and left ventricular (lv) leads had no capture. A chest x-ray confirm both the rv and lv leads were dislodged. The patient was asymptomatic. The rv lead was explanted and replaced while the lv lead was successfully repositioned on 14 jun 2024. The patient was stable throughout the procedure.